Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified intraperitoneal drugs for the event (no further details). At the time of this report, the patient was not recovered from the event. Dianeal therapy was ongoing. No additional information could be provided as the reporter declined follow up.